Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had a stroke following an implant procedure. The cause of the stroke is unknown. The patient requested therapy to be activated after complete recovery. Follow up indicate that the patient has been discharged and is currently recovering at a rehabilitation center. There were no reports of further complications.